Event description:
It was reported that after surgery the connector cable was found to have exposed wiring and was no longer connecting with a control unit. There was no report of harm or delay as there was no patient involvement. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported as only wire insulation was showing and not metal wire. The initial medwatch was sent in error and should be voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported as only wire insulation was showing and not metal wire. The initial medwatch was sent in error and should be voided.